Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history shows only typical usage alarms and no errors connected to the complaint. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the pump history. No defect was found during investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that since (B)(6) 2013 she has been experiencing elevated blood glucose (bg) up to 404 mg/dl with extreme thirst, sudden fatigue, and moderate nausea. The patient's bg upon return home from work on (B)(6) 2013 was reportedly 116 mg/dl with no reported symptoms. The patient stated that on (B)(6) 2013 she was traveling via airplane and had increased stress and decreased activity due to travel. The patient also noted that she may not have accurately calculated carbohydrates for lunch. Customer technical support (cts) reviewed the pump with the patient and found all settings and histories are correct. The patient denied any site or set issues. The patient was advised to consult with her healthcare provider regarding elevated bgs and the possible need for settings adjustments. This complaint is being reported because the patient experienced hyperglycemia while using insulin pump therapy.